Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy (per email - robotic prostatectomy) - "a small piece of debris was found in the cff71 trocar during the procedure. The piece of debris was retrieved and packaged along with the trocar being returned. Both items were retained by hosp and now have been released for return to applied medical." Medwatch report: "when a hemlock clip was entered through the 12x150mm trocar during a robot assisted radical prostatectomy, a black piece was noted to be on the clip itself. Upon further inspection, it was the seal of the trocar itself. The piece was placed in a specimen container and the robot mgr was notified."